Event description:
It was reported that a filter migration occurred. The greenfield vena cava filter was deployed at an unk facility, however, details are not available. Three days later, the greenfield vena cava filter was found to have migrated to the right pulmonary artery and was removed at another facility. No further info is available regarding either the original deployment procedure or the retrieval procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.